Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high due to the non-tandem infusion set falling off while the customer was sleeping. A new infusion set was applied and insulin delivery was resumed. A bolus via the pump was delivered to address the bg level.